Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.7, ref: 8.2, mean: 5.95, confidence limits: unable to determine. Per events details, tests were done on the same day. Three hours is considered a reasonable length of time between two readings in order for the comparison to be valid. Patient was admitted to the hospital due to internal bleeding and was given vitamin k. Their coumadin was also held. The mean of the inratio meter and comparative system inr were calculated. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional testing/ investigation is required.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2009, inratio: 3.7, lab: 8.2.